Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic, upon interrogation a polarity switch was noted and low impedance occurred. The patient was noted to be asymptomatic and would be monitored. On (B)(6) 2015 the lead was explanted and replaced during a device upgrade procedure.